Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:   UDI: (B)(4). Added: a1, a2 (age), a4, b3, b5 and b7.

Event description:
Medical records received on (B)(6) 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to instability. The surgeon offered no concerns regarding any of the components, though the femoral, and tibial components were revised as well as a poly exchange. The patient was implanted with depuy components and bone cement. There were no complications reported. Doi: (B)(6) 2017 dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate patient received a left attune total knee replacement, using competitor bone cement. The records report no patient harms or product failures, nor evidence of a knee revision. Doi: (B)(6) 2017; dor: unknown; (left knee). Medical records indicated that patient's left knee was revised on (B)(6) 2018 to address pain and instability. Revising surgeon did not suggest evidence of infection, implant loosening, osteolysis or synovitis. Femur, tibial base plate, and tibial insert components were revised; patella was retained. Competitor bone cement was used for primary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.